Manufacturer narrative:
Conclusion of investigation is the users failed to follow the safe patient handling instructions per the owner's manual nw0508: 6.2 patient safety strap. The patient safety strap is designed to secure the patient to the hana® table. Caution: the patient safety strap is intended to secure the patient to the surgical table. It should not be removed unless the patient is being transferred off the table.

Event description:
It was reported patient fell off the surgery table during surgery. Patient bumped head with no apparent injury. Safety strap was not applied to the patient when she fell off the table. Toe was broken in fall. Total hip arthroplasty as completed successfully at a later date.

Event description:
It was reported patient fell off the surgery table during surgery. Patient bumped head with no apparent injury.